Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that while the personal diabetes manager (pdm) was plugged into power to charge, the charging cord of the op5 controller was noted to be emitting an odor and the customer stated the device, ¿caught fire and melted¿. Attempts have been made to obtain additional information regarding the event without success. If additional information becomes available, the file will be reopened, and a supplemental report will be filed.